Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette the pump exhibited continuous no disposable" alarms. Per reporter, they have used different pumps and have exchanged the cassette. Per reporter, this issue typically occurs over night. Per reporter, there are air bubbles in the tubing. No adverse patient effects were reported. Per reporter no additional information is available at this time.